Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device is a loaner device and an olympus asset. Therefore, this loaner device was replaced with a device owned by the user facility that had been repaired. The device was evaluated at olympus deutschland gmbh (ode). Ode checked the device, but couldn¿t duplicate the reported phenomenon. In addition, it was confirmed that the device worked perfectly. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). From the information that the device was sporadically rebooted several times automatically during the procedure, the reported event may have been caused by damage to some of the internal components. Omsc surmised that the possible cause was damage to the power supply unit or damage to the cp board. From the reported event, a physical failure or a malfunction of the system may have occurred due to a failure of the power supply unit or damage to the board. However, omsc surmised that the possibility of a system malfunction is extremely low, as the same phenomenon as the reported event has not occurred in the past. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic surgery, the device was sporadically rebooted several times automatically. In addition, the complete blackout of the endoscopic image frequently occurred during the procedure. The procedure was extended due to a total of three endoscopic image failures. The user tried to continue the procedure, but canceled the procedure as it could be life-threatening if an imaging failure occurred near the iliac blood vessels during rectal surgery. There was no report of patient injury associated with the event.